Manufacturer narrative:
Despite best efforts, the lot number for the affected device could not be obtained. Therefore, a DHR review could not be performed. The information provided by the customer is evaluated as plausible. According to the customer, they noticed during reprocessing that the ceramic tip of the inner sheath was broken. During their inspection, the sbc confirmed the reported issue. Furthermore, the sbc found a sealing ring and the laser marking to be worn. Based on the results of the investigation, it is likely that the following led to the malfunction: damaged insulation insert: based on the damage pattern, we assume that the damage to the insulation insert was induced thermally and/or mechanically. Therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). We cannot determine if there was pre-existing damage to the insulation insert or if it was already worn. Furthermore, it cannot be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. Lost fragments of the ceramic insulation insert can be localized and removed using a suitable x-ray procedure or computed tomography. Worn sealing ring: the reported issue was most likely caused by wear and tear and wrong handling by the customer. Considering the age of the product, the damage to the sealing ring most likely constitutes signs of wear and tear and is most likely attributable to frequent use and poor maintenance. A worn sealing ring is very likely to cause the inner sheath to leak. Worn laser marking: the worn laser marking is most likely attributable to wear and tear (due to the age of the product) and to incorrect reprocessing. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): before use: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Inspection and testing: visually inspect the product. Make sure that it has no corrosion, dents, or scratches. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the inner sheath, for 26 fr. Outer sheath had a broken ceramic tip. The issue was found during reprocessing. The procedure was completed with a similar device. There were no reports of patient harm.